Event description:
Customer reported that when pressing the esc or act button the display on the insulin pump goes blank. Customer stated that when the screen is blank, there appears a barcode underneath the battery and reservoir icons. Customer stated the insulin pump was neither dropped nor bumped. Nothing further reported.

Manufacturer narrative:
Insulin pump had a blank display due to faulty lcd driver. Insulin pump received with bleeding lcd glass. Unable to verify backlight anomaly due to blank display anomaly. Insulin pump had received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.